Manufacturer narrative:
Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant. During the visual evaluation of the product, shell wear was observed on the posterior aspect. Within the wear, a tear measuring approximately 0.3 cm was found. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Since no lot number was provided, no manufacturing record evaluation review could be performed. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was reported. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 475cc saline breast prostheses on (B)(6) 2020.